Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's eye due to bent haptic noted upon insertion. The incision was enlarged to remove the lens and sutures were placed to close the wound. Another lens was implanted successfully and the pt's prognosis was reported as good. Please ref MDR #1119279-2013-00138 for the delivery system used during the event.

Manufacturer narrative:
The lens was returned to bausch+lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.